Event description:
It was reported that during a pm for a selenia dimensions on march 22nd a screw head from the vta assembly was found broken. The vta assembly was replaced altogether and the device met the manufacturer´s specifications. No patient or staff injury reported. No other information is available.